Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that product defect or non-conformity observed from returned product. Stock product: there was no stock product from lot# 6058356 available for review. Investigation methods/results the implant was returned, but not in the original packaging. The implant diameter and length were approximately measured along with a comparison against radiographic template (doc# (B)(4)). The implant was identified to be an inclusive tapered implant 3.7mm x 11.5mm x3.5 ((B)(6)). Implant collar (apex portion) was partially missing and threads were worn. The base of the implant appeared to be compressed and had deformities. Significant bone debris was observed in the threading of the implant. Root cause: a root cause cannot be explicitly determined. It was unknown if the breakage was the resulted from poor prosthetic design. It was also unknown if the osteotomy size was undersized or over-prepared prior to the implant placement. The probable cause for the fracture could be contributed by patient factors.

Manufacturer narrative:
The initial medwatch is being submitted based on the information provided. If/when additional information is provided and the evaluation has been completed supplemental medwatch will be submitted.

Event description:
It was reported that the inclusive tapered implant failed. The implant fractured in the patient's mouth.